Event description:
Device issue: none. Adverse event: dissection. Onset of adverse event: during the procedure. It was reported that resistance was met when the 3.5 x 18 xience v stent was advanced in a predilated, tortuous and calcified, but unspecified target lesion. After the xience v stent was deployed, a dissection was identified. A 3.0 x 28 xience v stent was implanted to seal this dissection, but also resulted in a second dissection. Two non-abbott bare metal stents were then implanted to treat these dissections. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The stent: 3.0 x 28 mm xience v (part 1009529-28, lot 0031041), is being filed under a separate MFR.